Event description:
The customer reported that the monitor went black after fluoroscopy. This happened during a case, but there was no pt injury reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the interconnect cable. The system was tested and found to be working as intended and put back in service.